Event description:
It was reported that during a sling procedure, the pt's bladder was perforated. The doctor mentioned that the trocar left a bigger hole than the competitor's product and more than normal amounts of fluid were lost due to the size of the hole left in the bladder wall. A foley catheter had been placed pre-op and would remain until the bladder healed. No further complications were reported.